Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon reassessment of the reported event, it was identified that this device did not cause or contribute to the reported event. This complaint has been reported under 0002648920-2017-00617.

Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that on (B)(6) 2017, the patient was revised and was implanted with zimmer tmars cup with tm acetabular augment and a cemented polyethylene liner. However, on (B)(6) 2017, revision hip replacement was performed due to dislocation.